Event description:
Info received indicates the bed exit alarm did not activate when the pt tried to exit the bed. No injury.

Manufacturer narrative:
The technician found the bed exit system was armed and activated when the nurse removed the pt from the bed. This was indicated by a lit bed exit led but the sound for the alarm was turned off. The technician turned the sound on and found the bed exit system on the bed functioning properly.